Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (450 mg/dl). During troubleshooting with tandem technical support, it was found that the pump date and time are inaccurate. Reportedly, the pump was turned off for approximately 7 months and upon turning the pump back on, the date and time was not adjusted. Tandem technical support guided the customer through adjusting the pump date and time. Customer delivered a bolus to address elevated bg levels.